Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer stated that the insulin pump had blank display. The customer stated that they were having high blood glucose of 470 mg/dl at the time of incident. The customer stated that the display returned after troubleshooting. The customer stated that the display went blank again but it came back on after pressing a button. The customer stated that they were able to bring the blood glucose down to 102 mg/dl by bolus after changing the set. The insulin pump will not be returned for analysis.